Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, placement difficulty and damage to the left ventricular (lv) lead were noted. The physician tried to explant the lead but failed. The physician abandoned the lead in the patient and replaced the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.